Event description:
A pt death occurred on 1/3/95 that involved a pacemaker failure on a defibrillator. The pt was an 86-yr-old male who was admitted to the coronary care unit on 1/3/95 with a diagnosis of rule out mi and pulmonary edema. When he became bradycardic several hours later, orders were given to insert a transvenous pacemaker. During this time, the defibrillator was brought into the pt's room in order to initiate transcutaneous external pacing, while an internal pacemaker was being inserted. The pacing function of the defibrillator did not work despite repeated attempts and a "pacer failure" message occurred on the machine. The pt lost his rhythm shortly thereafter and expired, despite appropriate resuscitative efforts. Due to the critical condition of this pt, it is not clear that the defibrillator's failure to pace actually caused this pt's death, although it may have contributed to the time of his expiration. MFR was notified of this event and their representative made a site visit to review this matter and retrieve the site visit to review this matter and retrieve the machine. The representative was able to reproduce the pacer failure message and suggested this indicates a probable hardware failure of the pacer board. We expect confirmation of this from the MFR once their full evaluation of this machine is completed. In the interim, the use of all similar devices has been temporarily stopped.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-94. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure, other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.